Event description:
During an in-clinic follow-up, it was observed the patient received inappropriate shocks for a supraventricular tachycardia (svt) due to an incorrect interpretation of signals due to the programmed settings of the device. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.